Event description:
It was reported the subject device had poor video image quality. The issue occurred during an unspecified therapeutic procedure. No patient harm reported.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found water immersion in the main unit's image capture, and the camera cable was flooded. The most probable cause of the video defect is that the internal ccd may have failed due to flooding of the main unit's image capture and the camera cable, and normal communication was not possible, and a manufacturing defect occurred. However, a definitive root cause of the phenomenon cannot be conclusively identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.